Event description:
It was reported that there were concerns of dislodgement for this right ventricular (rv) lead as suspected through an x-ray. This lead was scheduled for repositioning; however, it was noted through fluoroscopy that the lead was firmly attached, and therefore only the slack was adjusted. This lead remains in service. No additional adverse patient effects were reported.